Manufacturer narrative:
H-6: code 86, 100, 68: no product received.

Event description:
Patient reported experiencing elevated blood glucose (400's mg/dl). Patient indicated that the device was underdelivering insulin. Patient indicated that stress from her work could be affecting her. Patient indicated that she noticed some swelling and redness at the infusion site. Patient indicated that her piston rod was used longer than recommended.